Manufacturer narrative:
Additional information was received for h3, h4 (for suspect lot numbers), h6, and h10. H4: suspect lot # 60398457 was manufactured 09/22/2022. H4: suspect lot # 60396825 was manufactured 09/09/2022 - 09/13/2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photo observed that the valve set connector was detached from the tubing. Due to the nature of the sample, no additional evaluation could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review of the suspect lot numbers was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: the suspect lot is either 60398457 or 60396825. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a part (connector) of a em2400 valve set which connects to a total parenteral nutrition (tpn) bag came out of the rubber tubing. This occurred during bag filling. There was no patient involvement. No additional information is available.